Event description:
It was later reported the patient was found to have an allergic reaction to the morphine and no malfunction was found to the septum or the pump, so this was not revised. The patient was seen back in the clinic three to four days later where they switched the patient from morphine 25mg/ml at 8.192/day to hydromorphone. The patient is currently receiving great therapeutic effects.

Event description:
It was reported the hcp performed a refill under fluoroscopy and believed the needle was in the reservoir. The expected residual volume was 4ml; the actual residual volume was 0ml. The new drug was injected into the pump. Shortly after, the patient was "feeling weird" and was flushed. The medication did not go into the pump but instead it went into the subcutaneous tissues. It was believed there was a pocket fill. Hcp sent the patient to the emergency room. The pump was delivering bupivacaine and morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8590-1, lot # n238367, implanted: (B)(6) 2010, product type accessory. (B)(4).